Manufacturer narrative:
Additional information is not yet available for this event. The field service engineer (fse) went on site to repair the broken grey connector. Fse confirmed that the grey connector top part had come off. The error was being caused by the malfunctioning switching valve. Fse removed and replaced switching valve unit and the grey connector according to the technical guide. Fse disinfected the water supply piping and ran two complete test cycles without issue. Equipment repaired and verified according to other equipment manufacturer instructions. Software attributes were verified and confirmed. Equipment passed the electrical safety test. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event, one of the grey connectors was missing the push button. The device was not used for reprocessing any scopes once the issue was observed. The device also gave an e11 error for too much disinfectant. There is no harm reported to any patient.

Manufacturer narrative:
There is more information on the device evaluation. Additional information has also been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections. The event of the gray connector part going missing happened when the customer technician was trying to connect the device connector; it would not click and went all the way inside machine. The technician is trained and experienced in the use of the device. The device history record review confirmed that device conformed to specifications at the time of shipping. The connector got loose, which led to breakage. As a result, the connecting tube was not possible to be connected. The connector may have got loose from accumulated stress applied by the user, or the user may have hit some hard objects to the connector. Abnormality is detectable by inspecting the equipment in accordance with the following instructions for use. Chapter 3.inspection before use¿3.3 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.